Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "bolts broke in patient leg revision was needed, the surgeon had to do another surgery."

Manufacturer narrative:
The reported event of broken condyle screws could be confirmed based on provided x-ray images, only. Provided x-ray images were forwarded to a medical expert for review and statement ¿ his excerpts: the condyle screws appear to be broken. Without further information I cannot provide more. Based on x-ray images provided it could only be broken condyle screws verified but impossible to provide a more technical or medical statement for the condyle screws in question. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "bolts broke in patient leg revision was needed, the surgeon had to do another surgery"